Event description:
Caller reported updating personal settings and experienced low blood glucose levels, estimated in the 40s mg/dl. Caller consumed carbohydrates to address the issue, there was no need for third-party assistance, and received guidance from technical support to update the correction factor settings. Caller was advised to consult with healthcare provider for further updates, which was acknowledged.